Event description:
It was reported that towards the end of a prostate procedure while using the greenlight laser system, error codes 410 and 807 occurred and were cleared. Subsequently, the error 807 reoccurred and could not be cleared. The case was completed using an alternate procedure (turp). Patient outcome: "ok" - there was not patient injury reported.

Manufacturer narrative:
1 reportability aware date is: (B)(6) 2015.

Manufacturer narrative:
System analysis/service repair: the reported issue was confirmed and determined to be the result of a chiller water line leak at the partial filter hose connection. The water line was repaired, a new clamp installed and a preventive maintenance (pm) performed. The system was tested and verified to specification.